Event description:
It was reported that the pump touch screen was cracked and unreadable. Reportedly, the screen was black and had "only a small portion of light round the edges of the display." There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
Device not returned.